Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 58643 and the data files were returned and analyzed. The data files showed at least eight applications were performed with the balloon catheter on the date of the event. The files show system notice #50012 ¿the refrigerant delivery path is obstructed¿ on the sixth injection. The file showed system notice # 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ was triggered (19 times consecutive) on the event date. The data files showed at least 25 applications were performed with a non-returned catheter 2af283 with lot number 58643 on the date of the event. The files show system notice #50011 ¿the refrigerant delivery path is obstructed¿ on the fifth injection and also system notice #50012 ¿the refrigerant delivery path is obstructed¿ on the sixth and seventh injection. Visual inspection of catheter showed t here is dried blood inside the inner balloon. The catheter failed the performance test upon connecting to the console due to system notice # 12211 ¿the catheter was not recognized¿. The electric test showed there is a cross talk issue between pin #1 and pin #2. It was an open loop. The connection of the wire inside the connector and soldering in the handle were normal. The dissection/pressure test showed visible blood was observed inside the handle also and a guide wire lumen kink and twist inside the balloons at 1.41 inches from the tip of the catheter. A pressure test showed the breach at the same point of the guide wire lumen kink. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen twist and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.